Manufacturer narrative:
A ge service representative performed an on site investigation. The service representative reportedly resolved the issue, however no information regarding the repair was available. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported the fluoroscopic image was intermittently lost from the left "live" monitor. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.